Event description:
As reported, during a unilateral rigid ureterorenal lithotripsy procedure, the tip of the extractor, located before the basket, was cracked. A new same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). E3: occupation: quality coordinator. G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Investigation evaluation determined that the tip of the returned device was not found to be cracked. Could not confirm the reported issue. There is a point of compression approximately 1cm from distal end of sheath. This was likely the damage the customer reported as "tip of extractor cracked". Evaluation of the returned device has determined that the tip of the extractor, located before the basket, was not cracked as initially reported. Complaint was initially determined to be a reportable device malfunction based on the breakage of the basket formation or sheath. There is no evidence to suggest that the failure mode, compression in the basket sheath would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury or patient death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.